Manufacturer narrative:
Block d2b; qrb. Block b3: exact date unknown, event occurred two months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7083737. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 579657. UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had multiple impedances. It was noted also that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be returned as it was disposed at the facility.